Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was found to have a dislodged conductor wire at the distal end. The instrument had a segment of the conductor wire sticking out. A loop of wire is sticking out such that the grips are unable to open and close properly. The wire insulation was not damaged. The grips did not open and closed properly. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument locked onto tissue and a raytec and it would not open. An emergency key was used, but it still would not open the jaws. The surgeon had to use a laparoscopic forceps instrument to free up the jaws. The procedure was completed with no reported injury.